Manufacturer narrative:
(B) (4) = sizing issue. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the healthcare provider (via a telephone call), additional information was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The device is unavailable for return as it was discarded.

Event description:
Originally, it was reported that the device was wasted. On 04/09/2010 (through follow-up with the healthcare provider via a telephone call), it was learned that the device was explanted after an implant duration of zero days, due to a sizing issue.